Event description:
The complainant reported that after impella cp there were suction events overnight and cp was repositioned under echo. Subsequently, the patient developed red tinged urine and hemoglobin dropped. The next day hemolysis continued. Bedside echo showed collapsed left ventricle with deep impella position. Impella was pulled back. Suction resolved. Small pericardial effusion noted. Patient started experiencing increased intermittent ventricular tachycardia (vt) run requiring direct current cardioversion x 1. More suction events occurred overnight, and intermittent vt. Echo in the morning showed questionable position toward mitral valve. Care team monitored closely until weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation for the hemolysis, positioning and the ventricular tachycardia has been completed. The pump was not returned for investigation. The data log shows the pump position aorta alarm with a trend in placement signal and several suction alarms on 12/19. There were no issues reported with the optical signal or motor current abnormalities. According to the clinical report, the pump was found shallow during the hemolysis event and was corrected. There was an increase in intermittent vt while the pump was found slightly deep. Hemolysis started resolving after this point. Additionally, a small hematoma was noted during the pump implant. The cause of the hemolysis issue was improper positioning of the device, as the corrected pump position resolved the hemolysis, and this was recorded in the data log. The root cause of the positioning issue was as a result of the hemolysis issue. The root cause of the vt could not be determined without additional details.